Manufacturer narrative:
Per the tandem user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was intermittently not being delivered from the cartridge once cartridge reached 40-60 units of insulin remaining. There was no adverse impact to customer's blood glucose level. Reportedly, cartridges were used for 1-2 weeks. Tandem technical support educated the customer on the appropriate amount of time to change the cartridge labeling. A cartridge change was performed resolving the issue.